Event description:
The customer reported that the kv suddenly rose, and images on the monitor changed to white. He rebooted the system and it began to work normally.

Manufacturer narrative:
(B) (4). The ge service rep checked the error log and found a communication failure error message. He reseated the pcb at the c-arm mainframe and checked the dc power voltage. Then he rebooted the system and found no problem. The system operates as intended.